Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor alerts calibration error. The customer's mother stated that the sensor will say change sensor or lost sensor. The blood glucose reading is 386 mg/dl. Customer has treated with the insulin pump. Advised caller that the enlite sensor is not approved for someone under the age of 16. Customer is ten years old. This is off label use. Which is not promoted by medtronic. Advised caller to talk with physician. Nothing further reported.